Event description:
Report received from (B)(4) stating that the device had low power and was noisy. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).